Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/19/2017 with the following findings: a review of the black box indicated that rebooting had occurred. Visual inspection did not find any damage to the battery compartment. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The test cap was able to secure properly to the pump. The pump was exercised for 24 hours with no power interruptions occurring. The pump was opened and no defects were found to the power circuit. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.